Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to the presence of small signal amplitude r-wave measurements and undersensing. Subsequently, the patient experienced a slow ventricular tachycardia (vt) around the 170 beats per minute (bpm) range, which, was below the programmed therapy zones. The morphology of the vt was noted to be very wide and the device exhibited oversensing, which, resulted in delivery of several inappropriate shocks. It was noted that the delivered shocks converted the rhythm. Technical services (ts) discussed potential programming options. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to the presence of small signal amplitude r-wave measurements and undersensing. Subsequently, the patient experienced a slow ventricular tachycardia (vt) around the 170 beats per minute (bpm) range, which, was below the programmed therapy zones. The morphology of the vt was noted to be very wide and the device exhibited oversensing, which, resulted in delivery of several inappropriate shocks. It was noted that the delivered shocks converted the rhythm. Technical services (ts) discussed potential programming options. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was scheduled to be seen in clinic. The clinic planned to re-enable smartpass, assess sensing vectors for potential programming changes, and adjust the patient's medications to manage the vt. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.